Manufacturer narrative:
On 27-jan-2025: product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Heads keep coming off of the body - oral-b [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush heads came off the oral-b toothbrush handle when used. No injury was reported. On 31-dec-2024: follow-up via images: the concomitant product was oral-b rechargeable toothbrush handle 3772 pro 3 pro 3 model d505.513.3x2 and lot was 2077b211p0 3cb20832324. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads keep coming off of the body - oral-b [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush heads came off the oral-b toothbrush handle when used. No injury was reported.